Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during every bolus. Customer's blood glucose was 250 mg/dl. The customer is not able to rewind the pump. The customer is on back up plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery test however, received motor error alarm during occlusion test due to faulty force sensor. The motor passed the motor test. The insulin pump rewind functioned properly during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.